Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during insertion of the catheter, when the user peeled the sheath away, the sheath broke at the base. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Definite signs of use were observed on the returned sample. Visual inspection revealed that both sides of the peel-away sheath tore partway down the extrusion, causing the tab and extrusion to separate from the distal portion of the sheath. This is consistent with the customer report that the sheath broke at the base when the user peeled the sheath away. One side of the extrusion was torn partway down the body. The appearance of the sheath tear along the score lines was additionally scalloped, which is not the intended appearance of the sheath once torn. The overall length of the sheath measured 2 3/4" which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The sheath outer and inner diameters could not be measured due to the condition of the returned sample. Functional inspection could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "withdraw peel-away sheath over catheter until sheath hub and connected portion of sheath is free from venipuncture site. Grasp tabs of peel-away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length. Precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of a peel away sheath torn incorrectly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that both sides of the extrusion tore partway, causing the tab and extrusion to tear irregularly and become separated. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, during insertion of the catheter, when the user peeled the sheath away, the sheath broke at the base. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred.